Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Lead damage was alleged but not confirmed. The rv lead was capped and replaced to resolve event. No abnormalities were seen visually during the procedure. The patient was stable.